Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 580 mg/dl at the time of the incident. The customer¿s blood glucose got high while in the hospital due to broken hip. The customer had nausea and vomiting. The customer reports they feel okay for troubleshooting. The customer was not been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the hospitalization was due to broken hip, and the blood glucose started going up once was admitted. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer reports they do not have a back-up plan available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).